Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump surges. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) discovered pump lid/cover has a broken hinge connection. The customer had a replacement cover. The fsr replaced the cover and ran the roller pump for several minutes at several speed settings and did not experience any pump surges during this time. The unit operated to manufacturer specifications and was returned to clinical use. The suspect cover was discarded. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.